Manufacturer narrative:
H10: philips received a complaint on the v60 ventilator, indicating that the blower did not have enough power. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The customer informed the field service engineer (fse) that the point of contact at the customer site was on vacation and would get back to the fse when they were back from vacation. On 12oct2023, the customer informed the fse that the customer wanted to cancel the repair. Philips is unable to confirm the alleged device issue or final disposition of the device because the customer declined service and repair. No further work was performed by philips. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
11:04 error code blower is not having enough power.